Event description:
The pt received two percutaneous leads (from the same lot) for off-label use on (B)(6) 2010. It was reported that the pt experienced discomfort when she raised her eyebrow. Allegedly, one of the pt's leads had migrated. As a result, the leads were explanted and replaced on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.